Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set), followed by se 2367, during set up on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to go into the alarm log. The tsr determined the hp got the system error 2240 previous to the system error 2367. The tsr determined the hp had an unused supply line clamp open during prime. The hp stated he called a friend at the clinic who told him to connect himself and start over. The tsr had the hp close all the clamps, end the set up, dispose of the current supplies and start over using all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The condition of a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. This was determined to be a use error that caused the system error 2240 alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.